Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant is was found that the left ventricular (lv) lead had no capture at maximum output and chest x-ray showed that the lead had pulled back approximately 1-2 centimeters. The lead was removed and another lead was attempted, however it moved after placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).